Event description:
Doctor reported that both mounts cannot be disengaged from implants. Another implant was placed in the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D10: concomitant medical product: spb10, impl tapered sp 3.7mm 10m m octagon, lot: 2023061098. G4: premarket identification: k011245/k002188.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) spb10, (impl tapered sp 3.7mm 10m m octagon) for evaluation. Visual evaluation and functional test were performed, the implant had signs of use. The mount wouldn¿t disengage from the implant. Device history record (DHR) review was completed for the subject lot number 2023061098. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023061098 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : functional : does not disengage/release based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The bundled mount wouldn¿t release from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.